Manufacturer narrative:
Device had unresponsive button due to flattened dome switch at esc button on keypad trace. Unable to perform the operating current to verify the low battery life. Unable perform the displacement, basic occlusion, occlusion, prime, no delivery tests to verify the motor error due to keypad damage. However, motor was tested outside of the device and passed. No damage found on motor. Device received with scratched on display window, cracked at battery tube threads and reservoir tube lip.

Event description:
It was reported that there was a crack on the battery compartment. Buttons had to be pressed excessively to clear alarms. Customer's blood glucose was 53 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.